Event description:
It was reported that the lead integrity alert (lia) tripped for varying right ventricular (rv) lead coil impedances. Therefore, the rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.